Event description:
The customer reported an ECG error (displayed by the mrx defibrillator/monitor). The customer indicated that there was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.